Event description:
Country of complaint: (B)(6). Thread jamming and breaking.

Manufacturer narrative:
Reported device not marketed in the us; however, similar device is. Us reporting agent notified on (B)(6) 2014. Mfg site eval - samples received: no samples available. There are no previous complaints of this code batch. Without any closed and/or defective sample we cannot carry out an analysis. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventive actions: na.